Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
Date of event is approximate.

Event description:
A consumer reported that their protective clean power toothbrush metal shaft came off during use. A potential choking hazard was identified. No injury and no property damage were reported.